Manufacturer narrative:
(B)(4).

Event description:
Corrected information received stating the event was no phacoemulsification power and not a system power problem which was initially reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system lost its power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system ¿lost its power during quiet settings¿. The company service representative examined the system and clarified that the customer meant the system presented with no phacoemulsification power. The company service representative was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on june 17, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).